Event description:
The hospital reported that during a coronary artery bypass graft surgery, one heartstring seal did not deploy out of the delivery tube into the aorta and three heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No other pt complications were reported by the hospital. This report is for the fourth seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A review of the finished device lhr did not reveal any non conformance reports, which could have contributed to this complaint.